Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the ventilator did not deliver the required tidal volume. The ventilator was not in use on a patient at the time of the event. The biomed inspected the device and verified the condition. The connection of the expiratory filter water trap was found to be loose. The connection was tightened and the ventilator passed all the required test.